Event description:
Event description cpi received information that two bipolar leads were removed due to non capture. The physician elected to perform an invasive procedure to remove and replace both leads with new bipolar leads.